Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer four rails were broken, and the drawer will not close the customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on auxiliary drawer 4 were broken. A field service engineer (fse) troubleshot the problem with the drawer not closing, found that the rail had fallen apart, put the rail back together, replaced the bumper slide, tested the drawer, removed all medications from between cubies on drawer 4, tested it in the hardware test application (hta), and also customer test the drawer application. Everything worked properly. The system functioned as intended after the field service engineer repaired the device.